Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-06756, 06758, 06759. It was reported the pt's scs system caused severe burns at the implant site. The pt also alleged the system overstimulated her to the point of dropping her to her knees. The pt stated her scs system was explanted. The date of the explant is undetermined at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4 reference MFR report: 1627487-2013-06756 reference MFR report: 1627487-2013-06758 reference MFR report: 1627487-2013-06759.